Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2249 which occurred on the homechoice (hc) during use. The home patient (hp) was in drain 3 of 4. The caregiver (cg) had ran over the patient line with a wheelchair. The patient line began leaking. The baxter technical service representative (tsr) had the hp cycle power. The hp would restart with new supplies. The alarmed cleared. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(4) 2012 regarding the system error 2240 alarm. The cg confirmed that she had accidently ran over the patient line with a wheel chair. The cg stated that the patient line started to leak where she ran over the line. The cg stated that the hc then alarmed and they called baxter. Per the cg, there were no loose connections, disconnections or defects on any other of the home patient's supplies. The cg stated that she discussed the alarm with the home patient's (hp) nurse. Per cg, the hp did not have any injury or harm as a result of this incident. The cg stated that the hp is doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The complaint was confirmed and the root cause was related to use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A labeling review found the labeling to be adequate for the use/user error identified in this incident.